Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device could not be interrogated and there was no output or telemetry.